Manufacturer narrative:
Device power up properly after battery installation. Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test and displacement test. Insulin pump passed the delivery accuracy test at 0.08725 inches. No missing segments or display anomalies were noted. Device received with cracked case at the display window corners and display window. Device received with minor scratched display window and case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were in hospital for few days for kidney related issues and took pump off display was hard to read. The customer's blood glucose level was 390mg/dl. The customer states that display returned to the normal. The customer advised to discontinue use of the pump and revert for the back up plan. The insulin pump will be returned for the analysis.